Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported difficult clip deployment and slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted without issues. However, minimal contact between the second and the first clip was encountered and while attempting to deploy the clip, the clip didn't detach immediately during deployment. Troubleshooting was performed, and the clip was ultimately deployed on the tricuspid valve. However, after deployment, the second clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the tr was reduced to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure